Event description:
It was reported via repair work order that the scale could give inaccurate reading due to malfunctioned angle sensor and malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.